Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed an anomaly of gear train corrosion and /or lubrication wear related to motor stall. It was reported that the motor stall was due to shaft bearing.

Event description:
It was reported that the pump was having intermittent pump stalls. At the time of the initial report, it was stated that the pump was working and the patient did not want to replace it. It was supposed to have been replaced on (B)(6) 2013, then (B)(6) 2013 and then again it was to be rescheduled, with the date to be determined. It was later reported that the patient had the pump replaced on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.